Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).

Event description:
It was reported the end user was recently hospitalized for one week for the treatment of cellulitis of the legs and peristomal skin. The patient received intravenous antibiotics during his hospitalization. The peristomal skin remained red, open and weepy and, as a result, is experiencing some difficulty with proper wafer-to-skin adherence.